Event description:
It was reported that there was a possible infection. Surgeon did a washout of the knee and swapped the poly. The surgeon did not note infection.

Manufacturer narrative:
An event regarding washout and revision involving an unknown insert was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that there was a possible infection. Surgeon did a washout of the knee and swapped the poly. The surgeon did not note infection.

Manufacturer narrative:
Catalogue number is unknown at this time. Device description reported as unknown 19mm insert. A supplemental report will be submitted upon completion of the investigation.